Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: the hospital called on (B)(6) to tell me that a surgeon was having issues with the cd001. The issues were not super clear over the phone, so I discussed that I would come in to support cases and see if there are any issues with the device itself or this would be user error. I went to the hospital yesterday, (B)(6), and spoke with the surgeon who states that when trying to put the gallbladder into cd001, the bag comes off the metal prongs of the bag. I did not see the bag in use during a case on (B)(6), only spoke to the surgeon in the hallway about what was occurring. At this time, I am attaching photos of the lot number that they currently have stocked on the shelf. There was no patient injury during the case where the surgeon experienced this issue. I am reporting this to see if this is something that is occurring in other hospitals or if we know of any issues with these specific lots. Additional information provided by account manager on (B)(6) 2024 I was not on site and did not witness the event myself. I received a phone call from the or manager on (B)(6) that a surgeon was having a difficult time with the bag. I was unaware whether or not the difficult time was due to a product issue or use issue by the surgeon. I met with the surgeon on 9/25 to discuss what they were experiencing. I gave the surgeon a non-sterile demo to show me the issue. It seems that when she goes to put the gallbladder in the bag, the bag is becoming detached from the metal prongs without her pulling back on the handle of the device to close/release the bag. I believe it completely fell off based on how she described it to me and showed me with the non-sterile demo. Again, I was not present and I am only going off what is being told to me. Intervention: surgeon briefly mentioned that she had to just pull the gallbladder through the incision in this case. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. The probability and criticality of harm resulting from this event have been evaluated and were found to be at an acceptable level. Correction: updated the brand name in section d1 and added the primary and additional unique device identification (UDI) numbers in section d4.

Event description:
Procedure performed: cholecystectomy. Event description: the hospital called on 9/19 to tell me that a surgeon was having issues with the cd001. The issues were not super clear over the phone, so I discussed that I would come in to support cases and see if there are any issues with the device itself or this would be user error. I went to the hospital yesterday, 9/25 and spoke with the surgeon who states that when trying to put the gallbladder into cd001, the bag comes off the metal prongs of the bag. I did not see the bag in use during a case on 9/25, only spoke to the surgeon in the hallway about what was occurring. At this time, I am attaching photos of the lot number that they currently have stocked on the shelf. There was no patient injury during the case where the surgeon experienced this issue. I am reporting this to see if this is something that is occurring in other hospitals or if we know of any issues with these specific lots. Additional information provided by account manager on 27sep2024 I was not on site and did not witness the event myself. I received a phone call from the operating room manager on 9/19 that a surgeon was having a difficult time with the bag. I was unaware whether or not the difficult time was due to a product issue or use issue by the surgeon. I met with the surgeon on 9/25 to discuss what they were experiencing. I gave the surgeon a non-sterile demo to show me the issue. It seems that when she goes to put the gallbladder in the bag, the bag is becoming detached from the metal prongs without her pulling back on the handle of the device to close/release the bag. I believe it completely fell off based on how she described it to me and showed me with the non-sterile demo. Again, I was not present and I am only going off what is being told to me. Intervention: surgeon briefly mentioned that she had to just pull the gallbladder through the incision in this case. Patient status: no patient injury..